Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (the event date, patient age, sex, and weight are unknown). During the procedure, the physician felt strong resistance and the guide catheter broke as the guide catheter was retracted for stent deployment. The procedure was successfully completed with another flexima biliary stent system no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (the event date, patient age, sex, and weight are unknown). During the procedure, the physician felt strong resistance and the guide catheter broke as the guide catheter was retracted for stent deployment. The procedure was successfully completed with another flexima biliary stent system, no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that the guide catheter had separated. It was noted that the guide catheter was stretched and kinked, and the push catheter was also kinked. The suture string and stent were not returned for evaluation. A review of the device history record (DHR) revealed no issues. The reason for the deployment issues can not be determined; however, the damage observed is likely due to attempts to deploy the device (operational context).

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.